Event description:
It was reported a guidewire detachment occurred. The target lesion was in a moderately tortuous and severely calcified left anterior descending artery (lad). A rotapro 1.50mm and a rotawire 330cm were selected for treatment the target lesion. The rotapro was inserted via dynaglide mode into the body. The brake defeat button was decompressed. The rotawire rotated stronger than usual, causing the rotawire to twist. The rotawire was damaged due to unstable speed caused by the rotation. The spring tip of the rotawire separated. The speed was not set as the device was in dynaglide mode and a speed of 70,000rpm was observed. The devices were removed without any patient complications.

Event description:
It was reported a guidewire detachment occurred. The target lesion was in a moderately tortuous and severely calcified left anterior descending artery (lad). A rotapro 1.50mm and a rotawire 330cm were selected for treatment the target lesion. The rotapro was inserted via dynaglide mode into the body. The brake defeat button was decompressed. The rotawire rotated stronger than usual, causing the rotawire to twist. The rotawire was damaged due to unstable speed caused by the rotation. The spring tip of the rotawure separated. The speed was not set as the device was in dynaglide mode and a speed of 70,000rpm was observed. The devices were removed without any patient complications. It was further reported that the rotawire did not fail to release. The procedure completed with the same rotawire.

Manufacturer narrative:
B5: additional information added. F10: corrected information, code updated from fracture to detachment of device or device component.